Event description:
It was reported that there were coupling and/or communication issues. The pt had not felt stimulation or recharged since approx 2 months ago. The antennae locate feature was used to after which the regular recharge screen appeared. However, then a power on reset appeared on the screen. No other process had been performed beforehand. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.